Manufacturer narrative:
Evaluation summary: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the physician's office due to an audible alert sounding. A high number of short v-v intervals, undefined high pacing impedance, and confirmed lead fracture were noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.